Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02-jan-2018 with the following findings: the battery compartment was cracked below and above the grip pad; a plastic piece of the case was missing. The battery cap was found to be damaged; the yellow o-ring was found to be missing and the threads were stripped.

Event description:
The pump was returned for investigation. Investigation revealed damaged battery compartment and cap. This report is made based on results of investigation completed on 02-jan-2018.